Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force being used to pry and leverage the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/12/2025, it was reported by a sales representative via (B)(4) that an ar-9233 pegged glenoid broach broke. This occurred during use in a case with no patient effect. No delay in case. All fragments were retrieved.